Event description:
The incident is reported as: the unit caused a spark to arc off the unit to the stand it was attached to. Product stopped functioning and a replacement had to be obtained, delaying surgery. No pt injury reported.

Manufacturer narrative:
The device sample was requested for evaluation, but was not returned at the time of this report. The results of the investigation are not available at the time of this report.